Manufacturer narrative:
Actual device not evaluated because the device is not available to stryker. Device is still implanted. Evaluation will be conducted and reported in the f/u.

Event description:
Pt was in a cast. Strut graft taken from iliac crest and placed in bone void in dorsal aspect of distal radius. Strut graft was displaced during x-ray taken post implant breakage, however whether strut displaced before/after plate breakage is unk.